Event description:
The issue reported was that the customer received a pump with malfunction code 25, and the packaging was very torn up upon arrival. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to return the malfunctioning pump and a replacement was sent by technical support. The customer was also informed about the steps to take upon receiving the new pump.